Event description:
It was reported that the stimulator "failed" and was explanted in the winter of 2005 or 2006 less than six months post implant. No other info was provided. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).